Event description:
The customer reported that the system made a loud popping noise and displayed an overload fault error message. This error message will cause the system to shut down uncommanded. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.